Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not connect via bluetooth to a caregiver¿s phone during training, the device had never been updated and was multiple firmware versions behind, and attempts to pair with alternate phones were unsuccessful, consistent with a failure to read input signals associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with those involved and analysis of information provided by the user and third party. Investigation of this case revealed a new or unknown interferent affecting connectivity, with the device¿s firmware identified as the implicated component and a failure to read input signal identified as the device problem. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.